Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low vacuum during a phacoemulsification procedure. The case was completed using a different system. Additional event details have been requested.

Manufacturer narrative:
This report was created in error. Please see manufacturing report number 2028159-2015-07567. (B)(4).